Manufacturer narrative:
D3: correction. H3: h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The alleged delaminated downstream occlusion (dso) seal was not confirmed. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log did not confirm the reported issue. The device required a software upgrade and was updated.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a delaminated downstream occlusion (dso) seal, requires a software upgrade, and alarmed for ec 41786 upon startup. There was no patient involvement.